Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2938836-2019-00059. During a follow-up, post-paced t-wave oversensing (pptwos) on the device was noted. Furthermore, noise causing oversensing on the right ventricular (rv) lead due to suspected lead damage was noted. No further intervention was performed at this time and the lead will continue to be monitored until revision. The patient was stable with no adverse consequences.